Event description:
Consumer set up vaporizer in accordance with instructions. She accidentally hit the power cord. The result of this was that the head of the vaporizer flew off the base. This in turn burned her lower leg & shin.